Event description:
Pt transferred from ER for emergent ptca/stent - occluded main coronary artery - cardiac arrest. Code blue called. When procedure completed it was noticed that interventional guide wire had broken at the tip. Attempts to retrieve were unsuccessful. Discharged from hosp ten days later.